Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation and captured few instances of driveline fault alarms during history associated with a potential issue with the unmonitored conductor in phase 1. Motor function had not been affected by these events. Additional log files were submitted for evaluation and noted 2 isolated driveline fault alarms on (B)(6) 2025. A system controller exchange was performed and the alarm resolved. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
Section d1 and d4 was corrected. Manufacturer¿s investigation conclusion: the reported event of driveline fault alarm was confirmed via log file analysis. Data from (B)(6) 2025 was reviewed. The log file revealed yellow wrench/driveline fault alarm became active on (B)(6) 2025 at 5:29:29. The alarm became active due to a potential issue associated with phase 1. The alarm appeared to have cleared/silenced and reactivated on (B)(6) 2025 at 2:54:24 and on (B)(6) 2025 at 4:49:49. The driveline fault alarm last cleared/silenced on (B)(6) 2025 at 10:10:11 and did not recur thereafter. The pump speed was not affected by the driveline fault alarm. Additional information reported there was a system controller exchange, and the driveline fault alarm issue was resolved. It was reported no product will be returning for evaluation. A root cause of the driveline fault alarm captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline fault alarms. Driveline fault alarm. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were submitted form evaluation and noted 2 isolated driveline fault alarms on (B)(6) 2025

Manufacturer narrative:
Correction: the serial number of the system controller exchanged is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had driveline faults in (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information. The reported event of driveline fault alarm was confirmed via log file analysis. Data from (B)(6) 2025 was reviewed. The log file revealed yellow wrench/driveline fault alarm became active on (B)(6) 2025 at 5:29:29. The alarm became active due to a potential issue associated with phase 1. The alarm appeared to have cleared/silenced and reactivated on (B)(6) 2025 at 2:54:24 and on (B)(6) 2025 at 4:49:49. The driveline fault alarm last cleared/silenced on (B)(6) 2025 at 10:10:11 and did not recur thereafter. The pump speed was not affected by the driveline fault alarm. Additional information reported there was an additional driveline fault in (B)(6) 2025; however, the fault was not captured within the submitted log files. The heartmate ii system controller (serial number (B)(6)) was not returned for analysis and it was reported no product will be returning for evaluation. A root cause of the driveline fault alarm captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline fault alarms. Driveline fault alarm. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: product sn and UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.